Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an ultra low anterior resection procedure, unable to connect the anvil to the gun after insertion. Opened a new gun, removed the anvil from that and attempted to insert into the anvil head again, unable to. Removed the anvil from the first gun, and replaced with the anvil from the second gun. Was unable to connect, but able to connect after case, with some force. Required a hand end to end circular anastomosis for an ultra low resection. The patient was already prepared for the covering colostomy, which will remain in situ for six weeks. Another like device was used to complete the procedure. Converted to open. Surgery was prolonged two hours. Requested additional information.